Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the power cord. The se performed performance verification tests and all test passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a leakage current is high. The ventilator was in clinical use when the reported issue was found, however, there was no patient harm reported.